Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were ordered for replacement to resolve the issue. No patient information provided to date after calls to customer 11/07/22 and 11/08/22. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing. (B)(4)

Event description:
The hospital reported a flow sensor malfunction where the diaphragm was stuck open. There was no report of patient injury.